Event description:
It was reported that a patient advocated noted a red call doctor icon from this implantable device. Upon a data review, this device was found to be operating in safety mode. The physician subsequently explanted and replaced this device to resolve the event. No additional adverse patient effects were reported. It was stated that this device was retained by the healthcare facility and will not be returned for analysis.

Event description:
It was reported that a patient advocated noted a red call doctor icon from this implantable device. Upon a data review, this device was found to be operating in safety mode. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, this device remains implanted and in-service. No adverse patient effects were reported.